Event description:
Same case as 2134265-2010-01724. It was reported that during a coronary drug eluting stenting treatment procedure, the balloon catheter became stuck on the guide wire. The target lesion location was the popliteal artery. A pt graphix 0.014 guide wire was advanced to the lesion and then a sterling 4.0x40mm balloon was advanced over-the-wire. While advancing the balloon dover the wire the catheter became stuck on the wire prior to reaching the lesion. The physician was unable to free the balloon from the wire so both devices were removed together. A new pt graphix guide wire and sterling balloon were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling es balloon catheter. A guidewire was protruding approximately 160.5 cm from the hub/manifold of the device, as-received. The guidewire was not protruding from the distal tip of the catheter and it was not possible to dislodge the wire from the lumen of the catheter or determine how far it extended into the catheter. A microscopic inspection of the hub/manifold revealed that the proximal end of the inner shaft was appropriately positioned and attached. It was also noted that the inner shaft was bunched up/damaged 22 cm from the hub/manifold, and the proximal end of the balloon was bunched-up. Examination of the material surrounding the bunched up inner and balloon did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2010-01724. It was reported that during a coronary drug eluting stenting treatment procedure, the balloon catheter became stuck on the guide wire. The target lesion location was the popliteal artery. A pt graphix 0.014 guide wire was advanced to the lesion and then a sterling 4.0x40mm balloon was advanced over-the-wire. While advancing the balloon dover the wire the catheter became stuck on the wire prior to reaching the lesion. The physician was unable to free the balloon from the wire so both devices were removed together. A new pt graphix guide wire and sterling balloon were used to complete the procedure. No patient complications were reported.